Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. This is 7 of 9 submissions. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a caller reported encountering issues with 9 of their adc devices (8 sensors and 1 reader). The caller further reported that the sensors "failed early" and were defective" and as a result, the customer experienced unspecified high/low glucose symptoms. There was no report of third-party medical treatment for 7 of the 8 sensors and 1 reader reported. Adc customer service contacted the customer and the customer confirmed that the sensors were replaced and no further information was provided. Based on the information provided, there was no report of serious injury associated with this event.